Event description:
It was reported that the battery drawer of the external pulse generator (epg) failed to closed and the frequency button was out of order. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.